Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and a manufacturing representative (rep). It was reported that patient was implanted on (B)(6) 2016, and began using it on (B)(6) 2016 per healthcare professional (hcp) instructions. It was noted she had back pain, which existed before the trial began. It got worse after beginning the trial, particularly if stimulation was turned up. It included spasms up and down the back. She had "tons of surgeries" in the past including back, which included screws, neck and "every type of surgery." The patient had spasms from the back surgery and was now coming on stronger. The patient was helped with adjusting stimulation down to 0.0 and off. The issue was still occurring. The patient also mentioned she could not pee and her bladder was full. The back pain and spasms getting worse started on (B)(6) 2016 and the bladder issue started on (B)(6) 2016.